Event description:
Report #2 of 2 from an abbott int'l affiliate of an overdelivery with a dial-a-flo. The rptr indicated that 500ml of an unspecified solution was reportedly to infuse at a rate of 20ml/hr. The customer reported that the solution "ran empty after 16 hrs instead of the 24 hrs". There was no reported adverse pt effect. The customer contact indicated that the overdelivery report was "based on rumor". The head nurse of the unit where the alleged overdelivery occurred could not identify a pt with this event description. Though requested, no add'l info was provided.